Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that a serrato polyaxial screw loosened post operatively. Patient underwent revision surgery.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The patient's post-op activity was not stated and no x-rays were provided. Patient's bone quality was not indicated. Since no device was received by stryker, a conclusive cause for the failure mode could not be identified. No further investigation can be performed due to insufficient information provided. H3 other text : remains implanted in patient.

Event description:
It was reported that a serrato polyaxial screw loosened post operatively. Patient underwent revision surgery.